Event description:
Following a percutaneous procedure and pre-deployment femoral angiogram, an angio-seal device was deployed to seal the arteriotomy site in 2004. Following deployment, no suture was visible. Hemostasis was note achieved and manual pressure was applied for 10 minutes. The pt was then transferred to the holding room in stable condition with no bleeding or hematoma noted. The pt developed loss of right lower extremity pulses (time unk). A right lower extremity arterial duplex study revealed a proximal occlusion of the right superficial femoral artery, presumably acute and markedly diminished distal perfusion in the right leg. Under general anesthesia, the pt underwent surgery for right femoral artery exploration with retrieval of foreign body and thrombectomy. A groin incision was created and carried down to allow for exposure of the common femroal, superficial femoral, and profunda vessels. Exploration of the vessels revealed the punture site was on the anterior aspect of the proximal superficial femoral artery. Initially a tiny piece of "string" was visible, however, once the pt had been heparinized, this was no longer visible. A fogarty catheter was passed distal down the superficial femoal artery. On the second pass, the angio-seal device with associated string was retrieved. Clot was present on the device. Subsequent catheter passes resulted in removal of additional large amounts of clot. The arteriotomy was sutured closed and palpable popliteal artery pulse was obtained. Steri-strips and a sterile dressing with optisite were applied. Following removal of the drapes, a palpable posterior tibial artery was obtained. The pt tolerated the procedure well. The following day, an ankle brachial index study revealed no evidence of overt arterial insufficiency in the right lower extremity (marked imporovement from assessment on event date). The pt was reportedly recovering.